Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an invalid transmitter ID alert. The customer replaced the transmitter on their own as a part of troubleshooting and successfully started a new sensor session. A root cause could not be determined and a replacement transmitter was sent to the customer.